Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/apr/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: white particles were observed on the inner surface of the implant. White particles were observed on the outer surface of the implant. The analysis identified no openings in the implant shell. Valve functioning was satisfactory. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
A healthcare professional reported a patient experienced the event of right side device ¿deflation¿. A non-healthcare professional reported the patient also experienced the events of right side ¿breasts were hard¿, ¿malpositioned¿, ¿repeated complaints of the size, shape, feel and position of her breasts¿, and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿ with style 68 saline filled breast implant. It was reported that ¿the losses are permanent or continuing in nature, and patient will suffer them in the future¿. The device was explanted.